Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, when the device was bowed, the orientation of the cutting wire was different from usual. The procedure was completed with another of the same device. There were no reported patient complications as a result after this event. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned stonetome was analyzed, and a visual inspection found that the working length was twisted and kinked, also, the cutting wire was kinked, due these damages the wire was misaligned with the working length. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface) or it got stuck somewhere. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.